Manufacturer narrative:
While it is unknown if the xp bond used in this cause caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report.

Event description:
In this event it was reported that a bottle of xp bond had a strong odor and a patient with asthma experienced shortness of breath and was "almost anaphylactic" after smelling the odor. Latex gloves were used by the practitioner in this event.